Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: hematoma, seroma, infection, postoperative wound and reconstructive failure. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Article citation: schwartz, jean-claude d. ¿two-stage implant-based breast reconstruction without the use of tissue expanders.¿ plastic and reconstructive surgery. Global open vol. 13,5 e6767. 20 may. 2025, doi:10.1097/gox.0000000000006767.

Event description:
Through journal article "two-stage implant-based breast reconstruction without the use of tissue expanders", it was reported that 146 patients experienced the following complications: "seromas, infections, wounds, and reconstructive failure (requiring implant removal with or without replacement)." Reported treatments included "the administration of neoadjuvant or adjuvant chemotherapy and postmastectomy radiotherapy" and it was reported that "postoperative antibiotics were continued for 24 hours after surgery (oral antibiotics upon discharge)." This record relates to an unknown side. The devices have been explanted.